Event description:
A doctor's office alleged that three (3) patients had experienced a darkening of their teeth after permanent restorations were placed using the maxcem elite clear product. This is the first of three (3) reports.

Manufacturer narrative:
The patient had a permanent crown for tooth #7 placed on (B)(6) 2012 using the maxcem elite clear. The patient had returned to the office for a routine cleaning approximately three (3) months later where the doctor reported noticing the tooth discoloration underneath the crown. The doctor removed the crown and placed a temporary. The patient's new crown was cemented on (B)(6) 2012 using a different product. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.